Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer stated that there is also a black dot in the middle of the display screen. Customer's blood glucose reading was 139 mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump had intermittent escape button response due to a flattened dome switch. The insulin pump was received with a black shadow on the display due to a warped and uneven liquid crystal display printed circuit board. The insulin pump was received with minor scratches on the display window.